Manufacturer narrative:
After battery installation, the pump counted up to the number 7 and gave an unexpected blank display. The problem was isolated to the motherboard. Unable to perform the full functional testing or verify the error alarms due to the unexpected blank display. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple unexpected alarms. The customer's blood glucose reading was 164 mg/dl at the time of incident. Troubleshooting found that the alarms were unable to be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.